Event description:
It was reported that a pump declared an altitude alarm 21, which resulted in the customer's insulin being suspended. The customer's blood glucose level was within the range of 54-500 mg/dl, but no specific value was provided. Tandem technical support instructed the customer to clean the pump's speaker holes and check the cartridge, but the issue persisted. After further troubleshooting attempts, a decision was made to replace the pump and cartridge. The customer was instructed to use multiple daily injections as a backup therapy and to return the problematic pump within 10 days using a pre-paid label.